Event description:
During a coiling procedure & after deploying the 6th coil, the trufill dcs syringe broke/stripped at the luer lock connection site, no further coils were placed; therefore, a new syringe was not needed.

Manufacturer narrative:
The product is expected, but the product has not been received. Add'l info will be submitted with 30 days of receipt.